Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels and wanted to check the device for functionality. The customer's blood glucose level ranged from 300 to 575 mg/dl. The customer treated with manual injections and had even changed the site and the infusion set. The customer's symptoms included nausea and shortness of breath. The customer completed troubleshooting, however they did not find any loose caps, air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, or incorrect settings. The customer was sent a tubing clamp to perform the high pressure test, and when the customer received the clamps she performed the test and it passed. Nothing was replaced or returned.